Event description:
It was reported that a patient underwent a breast quadrant resection procedure on (B)(6 )2026 and suture was used. During the procedure, the suture is in multiple segments as well as it is evident on in poor condition for which another suture had to be circulated, there were no delays in the surgical procedure or risk to the patient since it was not possible to mount it on the needle holder. The suture was saved to be sent for analysis. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.was the device broken during use in the patient or before use in the patient?